Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of atrial activity, a decrease in r-wave amplitude, and a drop in pacing impedance measurements about two weeks post implant. An x-ray of the system found the lead had dislodged. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a lead revision took place. The lead remains in service. No additional adverse patient effects were reported.